Event description:
Carefusion technical support documented the following to capture an event reported by a customer: "the vent went down on a pt and the screen was frozen and would not respond to input at all. The pt was bagged and no injury as therapist was on hand when this occurred. They claimed there was no alarm. They placed the pt on another vent and sent this one to biomed. [Biomed] turned it on to check it and the screen is blank and all the led's are lit up. There is an audible alarm when the unit is powered up. [Biomed] is going to check with the resp dept to see if the alarm was sounding and the messages were just not showing". Field service was requested.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim assembly and attempted to power uim in to user mode but failed, the screen was black and led¿s would light up along with the audible alarm. Continued by re-uploading the bootloader using the avea uim software installation fixture and installing software version 4.6b, the uim successfully powered on in to user mode operating properly. Note: when disassembling the uim to re-install the bootloader noticed cracked rear cover towards the left & right corner, scratches on the front bezel, four loose screws that hold down the bottom of the control board and cable pinched. Root cause: duplicated and isolated the reported problem to a corrupted bootloader. This issue is being addressed in an internal correction.

Manufacturer narrative:
(B)(4). Field service evaluated the unit, and verified the reported event. He replaced the user interface module (uim), and performed verification procedure testing. The unit passed all performance tests. A return goods authorization (rga) number was issued for the return of the alleged faulty user interface module for eval. As of (B)(6) 2015, carefusion has not received the alleged faulty user interface module.